Event description:
It was reported that the patient's right atrial (ra) lead became dislodged shortly after implant. The lead was found in the patient device pocket. The physician considers the patient has twiddlers syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).